Event description:
The customer reported that the device fell. There is insufficient information regarding how the device fell or if there was any pt or user injury.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.